Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Customer alleged that at times pump was delivering too much or too little insulin. Customer's blood glucose (bg) was low, however a specific value was not provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.